Event description:
A malfunction alarm was reported with code malf 0, but no notable events occurred prior to this issue. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl. Technical support provided the customer with information on resetting the pump, assisted in performing the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.